Manufacturer narrative:
Concomitant medical products: product ID: 3093-33; lot#: v382272; implanted: (B)(6) 2010; explanted: (B)(6) 2021; product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 18-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's urologist told them that when they were placing their new device, they found the old wire from the previous device. They stated it would be dangerous to try and remove the wires because they appeared to be wrapped around the bone. The asked if they were now never going to be able to have an MRI done if one were necessary? They were wondering about the safety of an MRI since they had the old wires still in their body. They wanted to know what risks they would face if or when a doctor needed an MRI done. They called in a couple days later and again wanted to know their MRI eligibility. While showing the patient how to activate MRI mode, they mentioned their healthcare provider stated they could not recommend the patient have an MRI because they had to leave part of the old lead behind. Not all of the old lead was removed when their new system was implanted. The patient stated the old lead was wrapped around bone. They wanted to know what they were eligible for an MRI, or if they could even have one. MRI mode was reviewed. The patient saw they were full body eligible. They were redirected to follow up with their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. It was reported that the cause of the lead wrapping around the bone was not determined. No steps will be taken to remove the lead fragments as the patient's healthcare provider (hcp) felt it would cause permanent damage and it would be best to leave them alone. It is unknown if the lea fragment was broken intentionally. The hcp advised the patient not to get an MRI in the future unless it is of the head area. No further actions will be taken.

Manufacturer narrative:
Continuation of d10: product ID: 3093-33, lot# v382272, implanted: (B)(6) 2010, explanted: (B)(6) 2021, product type: lead; product ID: a520, serial# unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that reason for call was patient reported their "wires" were not removed and stated they could not remove them because they said they were all tangled up on the nerves so they did not want to attempt it. Agent reviewed device registration. Patient inquired if the old lead that was not removed could effect their current implanted system. Patient stated they were told they should not have an MRI with the lead left implanted. Agent did not ask about the circumstances that led to the reported issue. Documented reported event. No further action was taken by patient services.